Event description:
Revision surgery - tsa performed on pt in 2001, glenoid component had loosened due to poor bone quality. Surgeon decided to remove the stem/head, cemented new stem in and went with an offset humeral head.